Manufacturer narrative:
Com- (B)(4). B5: describe event or problem,correction; h6: adverse event problem, correction.

Event description:
It was reported, that transmitter failed error occurred. It was reported, that the operating system for the smart device was not a supported system. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.